Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: d1101, IFU statements: the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) was reviewed and the following IFU statements were identified in relation to the reported event. Gore® tag® conformable thoracic stent graft deployment: position the stent graft using the radiopaque gold bands to identify the edges of the graft material and the radiopaque marker within the catheter olive to identify the proximal extent of the device. For the treatment of isolated lesions, the end of the stent graft, including the partially uncovered stent on the proximal end, should extend at least 20 mm into non-aneurysmal proximal and distal necks. Note: care should be taken not to cover the origin of any major arterial branches in the vicinity of the treatment area with any portion of the gore® tag® conformable thoracic stent graft, including the partially uncovered stent. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. The device was deployed where its partially uncovered stent extended over the left subclavian artery. Post-deployment angiography revealed decreased blood flow to the left subclavian artery. As the patient vertebral artery was occluded in this case, a bare metal stent was additionally implanted to improve perfusion to the left subclavian artery. After confirming improved blood flow to the left subclavian artery, the procedure was completed. The patient had a pacemaker located near the origin of the left subclavian artery, which made it difficult to identify the bifurcation of the branch vessel. Additionally, the proximal neck was short, and the vessel condition was poor due to calcification and thrombus.